Event description:
Per biomed - touchscreen will not light up. Power indicates it is on, but the screen stays black. 02/24/2022 evaluation found the ultrasound screen displays a dark image.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of touchscreen will not light up was confirmed. The ultrasound screen displays a dark image. The root cause is due to an internal failure within the beamformer. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.